Event description:
It was reported that post op a lap appendectomy, the pt was brought back to surgery the day after the original surgery date for bleeding. The device was discarded. Three white and one blue reloads were used on the pt. The staple line was noted to be a clean staple line.

Manufacturer narrative:
Info not available, device not returned for analysis.